Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is still attached; the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure at 9273 joules and 2:08 minutes of usage, "fiber tip detached resulting in end firing" was noted. The procedure was completed with a second fiber. Patient outcome: &#50063; injury&#55316;o the patient was reported.